Event description:
The report from the affiliate indicated the following: the pt was admitted for an elective percutaneous cardiac intervention (pci). A cypher stent was implanted withou procedural complications. Approx. One (1) hour post-procedure, the pt experienced chest pain. Coronary angiography revealed thrombus proximal to and in the previously placed cypher stent. The thrombosis was treated with aspiration, thrombolytic therapy, and an additional unk stent. The additional stent was post-dilated. The pt was discharged eleven (11) days after the index procedure. The physician commented that the probable cause of the thrombosis was that antiplatelet therapy was started the day of the index procedure.